Event description:
It was reported that the ilet displayed a blinking indicator while on the charger and was not charging fully, with charging intermittently stopping when the device or cable was moved, consistent with a charging problem involving the battery charger. Customer care provided support that included communication with the user, troubleshooting and education. Investigation of this case revealed a power source problem, with the device not charging because the charger connection was not fully seated, aligning with a charging problem of the battery charger. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The device resumed charging after the charger was properly connected.